Event description:
Healthcare professional reported "rupture". Then healthcare professional confirmed the event deflation. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3. Date of event: aug 2025. Additional, changed, and/or corrected data: a5, a6, b3, b5, b7, d4, d6b, e1, g2, h3, h6.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.